Event description:
It was reported that the preloaded intraocular lens (iol) was scratched during insertion. The lens was partially inserted into patient's left eye, however, was replaced with another lens of same model and diopter. There was a delay of 5 minutes. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury and the patient had fully recovered. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes; returned to manufacturer on: feb 7, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut into three pieces (one piece missing), which is consistent with a lens that was handled during removal. No handpiece was received as part of this return therefore, no product evaluation could be performed on the handpiece. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.